Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18149.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported, while in clinical use the v60 had no acoustic or optical alarm. Patient moved to alternate unit. No reports of patient/user harm/injury. Investigation is ongoing.

Manufacturer narrative:
H10:a philips service operations manager reported no error code reported by the customer. The only symptom was the unit shut off with no alarm. The customer removed the unit from use and stored until a performance evaluation could be completed. The fse found discharged battery and after re-charging, a functional check was completed with no reproducible error. It is unknown if the device was running on mains or battery when the reported issue occurred. Review of the diagnostic report (drpt) indicates the unit was consistently run on internal battery with subsequent alarm conditions related to low battery in the days prior to the reported issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.